Event description:
It was reported that during procedure a farawave catheter was selected for use. However it was noticed that the flushing port was broken. The physician decided then to replace the device and the issue was resolved. The procedure was completed without patient complications.

Event description:
It was reported that during procedure a farawave catheter was selected for use. However, it was noticed that the flushing port was broken not detached. The flushing system was still intact, and air ingress was not possible. The physician decided then to replace the device and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: upon device return and inspection, it was observed that the flush line connector was detached from the catheter.